Event description:
The customer reported that the system lost pt data. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The configuration files were reloaded. The system was tested and operates as intended.